Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of having gone to the emergency room with unexplained low blood glucose of 51 mg/dl. Customer's blood glucose at the time of the call was 164 mg/dl. Troubleshooting found that the displacement test passed. Customer was advised to monitor the pump and to speak with their doctor regarding the low blood glucose.